Event description:
The affiliate stated the customer reported approximately one milliliter of clear fluid leaked from the instrument's probe during system startup involving the coulter act diff 2 analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection at the time of fluid leak and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the event. No patient results were generated and patient care was not impacted. The customer performed troubleshooting but was unsuccessful. The facility has a risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) spoke with the customer via the telephone and determined lv8 (valve 8), lv10 (valve 10), and the probe wipe and vc1 (vacuum chamber 1) needed replacement. The customer replaced lv8, lv10, the probe wipe and vc1 and resolved the fluid leak issue. The customer also cleaned the cap piercer door sensor (unrelated to the fluid leak) as it was operating intermittently. The instrument was returned to normal operation. In conclusion, system hardware, associated with lv8, lv10, probe wipe and vc1, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).